Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information received from the healthcare provider regarding a patient receiving fentanyl (250mcg/day at 86.22mcg/day) via implanted pump. Indication for use was noted as spinal pain. Past medical history included: epilepsy, lupus, avascular necrosis of both ankles, antiphospholipid antibody syndrome, attention-deficit hyperactive disorder (add/adhd), constipation, gastroesophageal (ge) reflux, urinary tract infection (uti), seizures, substance abuse, and anemia. Past surgical history includes pump placement, port placement, and fallopian tube removal. Medications include: citric acid-sodium citrate 2.5kl, alendronate 70mg oral tablets every seven days, clonazepam 0.5mg tablet, cyclophosphamide 1mg intravenous injection, caltrate 600mg tablet, iron 65mg three times a day, morphine 15mg oral tablets twice a day, prednisone 10mg tablet every day, benazepril 20mg tablet once a day, amlodipine 5mg tablet once a day, warfarin 5mg tablet once a day, levetiracetam 500mg tablet once a day, omprazole 20mg delayed release tablet once a day, metoprolol tartrate 50mg twice a day, vimpat 100mg twice a day, quetiapine 100mg tablet, and venlafaxine 75mg tablet twice a day. Allergies include heparin, lovenox, neurontin, plaquenil. The patient went into for a post operative visit on (B)(6) 2015. The patient was 2 weeks status post (s/p) an pain pump revision (see manufacturer's report number 3004209178-2015-20681). The patient was having some abdominal incision pain and swelling. The patient also had a lupus flare up at the time of visit. The incisions were clean, dry and intact. The patient was prescribed an abdominal binder. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information) on (B)(6) 2015, information received from an healthcare provider (hcp), via a company representative, reported that the patient was receiving fentanyl (500 mcg/ml) at 98 mcg/day) via the pump. Indications for pump use included non-malignant pain. The patient was feeling discomfort at the pump pocket site; it was described as bothering or poking them. The hcp thought that the patient's body may be rejecting the pump, or there may be an infection. Infection was a possibility the hcp was considering, but had not been confirmed. The area of the infection was reported as the pocket, the infection was reported as related to the device, and the infection was associated with implant. Infection symptoms reported included fever and "there may be slight redness." The company representative was not aware of any tests or cultures that may have been sent out. The onset date of the event was unknown. The pump was noted to have been working properly. As of (B)(6) 2015, the hcp was replacing the pump that night.